Event description:
A report was received via the corporate mailbox from the home patient's (hp) caregiver that a cassette drained fluid before it should have been. Product surveillance contacted the hp's mother regarding the reported condition. The hp's mother stated fluid was leaking, but she was not sure of the location of the leak. The sample was discarded. Nothing unusual about the set was reported. There was no patient injury or medical intervention was reported. Writer asked the hp's mother to retain a sample should the problem recur. No additional information provided at the time of this call.

Manufacturer narrative:
(B)(4). A batch review was performed with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.